Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of channel a not working was confirmed and duplicated. The assignable cause was a defective channel a pumphead module. The channel a pumphead module has been replaced. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a malfunction on channel a. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. During the product evaluation it was discovered that there was a constant tube misload alarm on channel a accompanied by a constant free flow. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.